Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09203. It was reported on that the patient was having right atrial (ra) and right ventricular (rv) lead noise issues. In addition, the ra lead was found to have had an event of low pacing impedance in (B)(6) 2020. Programming changes were made for the rv lead, no intervention was performed for the ra lead. The patient will be monitored. Patient condition was stable.